Event description:
On 4/14/83 patient underwent a left total hip replacement for advanced rheumatoid arthritis of the left hip. Implanted components used were a depuy 50mm mueler acetabular cup and femoral component #d1026-34-11mm. Five packages of palacos bone cement was used. Eight years later the patient developed increasing pain in the left hip and was admitted to the hospital on 1/30/92 with the diagnosis of loose prosthesis left hip. On 1/31/92 the patient underwent a revision of left femoral component and revision of acetabular prothesis. At time of surgery the surgeon found the cement to be fragmented and felt this caused loosening of the prosthesis. The surgeon also felt that the patient's condition of rheumatoid arthritis may also have contributed to the looseningdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, none or unknown, none or unknown. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.